Event description:
New information received notes the event was discovered during follow-up in clinic and the patient was in stable condition throughout the procedure.

Event description:
The patient was presented for device changed procedure and prior to that procedure lv lead is causing the patient to have diaphragmatic stimulation which resulted in discomfort. The left ventricular (lv) lead was capped and replaced on (B)(6) 2024. The patient status was unknown.

Manufacturer narrative:
Further information was requested but not received.